Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd IV extension sets had blood reversal and air bubbles. The following was received by the initial reporter: verbatim: the blood reverse and the air bubble break out in the tube. When using the IV set for treatment, the event occured frequently. So the customer felt bad and request for urgent reply and compensation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-aug-2023. Investigation summary: ten 388055 samples from lot f20210801 were received in sealed packaging for investigation. As part of the investigation the customer provided images and a video of the affected device, analysis of the photographs and the video confirmed the presence of air within the infusion set, as well as back flow of blood into the infusion line. Nine of the returned samples were sent to the bd product test laboratory for leakage testing; no leakage or air ingress was observed throughout testing. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co.,ltd, for investigation. A review of the production records for lot f20210801 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 10 of the bd IV extension sets had blood reversal and air bubbles. The following was received by the initial reporter: verbatim: the blood reverse and the air bubble break out in the tube. When using the IV set for treatment, the event occured frequently. So the customer felt bad and request for urgent reply and compensation.